Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and re-implantation with an antibacterial envelope on the left side was performed. It was also reported the patient developed a pocket infection post implant of the envelope. Swabs taken from the pocket showed infection with enterobacter. The patient was treated with antibiotics and no further patient complications have been reported as a result of this event.